Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager failed. A field service engineer replaced the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be med,srm,flatplate,12ft,lt. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a had a failed remote manager. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.